Manufacturer narrative:
A medtronic representative, following-up at the site, reported it was suspected that the reference frame, or the articulating arm, may have moved during the procedure. After the second registration, everything went smoothly. All signs point to something that must have shifted between the initial registration and mounting of the sterile passive cranial frame. Nothing was moved (articulating arm) during the second registration and everything worked fine. (B)(6) 2014 - a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - no parts have been returned to manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a cranial tumor resection procedure, the surgeon verified accuracy prior to draping, then draped the patient, opened and then noted that accuracy was off (5-7 inches). The surgeon stated that when touching the top of the head, the navigation system screen showed being down near the chin. In trouble-shooting, the surgeon closed, un-draped, re-registered, re-draped and re-opened the initial incision. Accurate navigation was restored and the procedure continued. The surgeon completed the procedure with the use of the navigation system. No harm to the patient was reported.